Event description:
The spiral blade inserter and the aiming arm jammed up before the blade could be inserted. Surgeon was able to insert the blade and complete the procedure.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned and no lot number was provided.